Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch:a000121180. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing ineffective therapy. Further investigation revealed high impedance on one lead. As a result, surgical intervention was taken place on (B)(6) 2023 where the leads were replaced to address the issue. It is unknown which lead had high impedance.